Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, the following correction to g3 of the initial medwatch. The aware date should be 22-feb-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. Occurrence of the event can be detected/prevented by handling the device according to the following instructions included in. Evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited no water flow without tight water bottle tube connection. Residual whitish foreign material was found inside the air, water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from what was reported in b5. Should additional relevant information become available, a supplemental report will be submitted.